Event description:
Procedure: roux-en-y anatomy involved: mesentery according to the reporter: when the surgeon was closing the mesentery there was a defect with the endo stitch on a lgb case. He passed the needle from one jaw to the other jaw and the needle disengaged from the endo stitch instrument. He cut the suture to remove the needle from the patients abdomen. The scrub tech reload the endo stitch with another dlu to finish the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one endo stitch surgidac*2/0 48 grn dlu su opened by the account. The visual inspection of the sample noted no abnormalities. A pmv representative instrument was loaded with the received sample suture and successfully applied to test media. The needle toggled left and right without difficulty. Pressure was exerted on the needle in all directions from both sides to simulate clinical conditions and no difficulty was experienced in loading, unloading, or toggling of the instrument. The returned sample, as received, was found to meet quality release specifications after application in the clinical setting, and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened